Event description:
It was reported that reservoir was half broken, patient was seizing instead of sneezing, sensor was not used so, auto mode feature was not active and blood glucose level was not above 20mg/dl but 20mg/dl.

Manufacturer narrative:
The initial report had the incorrect information. The correct information has been provided in section b5 with this report. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report in section b3. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Failure analysis was originally performed under MDR number 3004209178-2020-76283. Device passed the self-test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer and missing reservoir tube o-ring. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of above 20 mg/dl. Customer went to emergency and treated with glucagon. Customer experienced sneezing. Customer stated reservoir ring was broken and missing. Customer did not want troubleshooting for low blood glucose. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.